Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor lcd display screen is blank or black) was isolated to liquid contamination on the lcd display connector. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A u.s. Distributor reported that a monitors lcd display screen was blank/black.